Manufacturer narrative:
Additional batteries were identified for power switching and added to the complaint. **other device involved in this event: battery-(B)(4)/ catalog number: 1650de / expiration date:06/30/2017. Not returned to manufacturer. Manufactured 06/30/2016. (B)(4). Battery-(B)(4) / catalog number: 1650de / expiration date: unk. Not available for eval. Not returned to manufacturer. Not labeled for single use. (B)(4). Battery-(B)(4)/ catalog number: 1650de / expiration date: unk. Not available for eval. Not returned to manufacturer. Not labeled for single use. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other device involved in this event: battery/(B)(4); model: 1650de; exp. Date: 2017-06-30; mfg. Date: 2016-06-30; product received on: 2017-11-29. (B)(4). It was reported that the patient was experiencing power switching events. The controller ((B)(4)) and one battery ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and battery revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnections. Note: (B)(4) are included in product event # (B)(4). Failure analysis of (B)(4) revealed that the device passed visual and functional testing. (B)(4) were not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's controller changed from one power port to the other one before batteries are down to 25% (>25%). It was stated that the patient was doing fine the whole time. The controller was exchange and it was stated that the patient tolerated well. No additional information available.

Manufacturer narrative:
Note: (B)(4) and (B)(4) were removed from this complaint as they were not involved in this event. Other device involved in this event: battery - (B)(4). It was reported that the patient was experiencing power switching events. The controller (B)(4) was returned for evaluation. The battery (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the battery's manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the battery could not be performed as the device was not returned for evaluation. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation, investigating momentary disconnections. Note: (B)(4) were evaluated under MFR# 3007042319-2016-03580. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.